Manufacturer narrative:
(B)(4) the device was not returned for analysis. Images were received and evaluated; the reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the part and lot number involved in this event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a nail broke post-implantation resulting in its removal. There was non-union of the subtalar joint; however, fusion of the tibiotalar had been achieved at the location of the nail break. Implantation date is unknown. Attempts have been made and no further information has been provided.